Manufacturer narrative:
The manufacturer previously reported that in describe event or problem the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged difficulty breathing/short of breath, developed a-fib, heart issues. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. But on addition of additional information the b5 must be the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged difficulty breathing/short of breath, developed a-fib, heart issues, memory loss, headache. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The coding in the h section is updated accordingly in patient outcome code grid.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged difficulty breathing/short of breath, developed a-fib, heart issues. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.